Event description:
Caller states that the device read 179mg/dl and that she went to the doctor due to this result. The doctor's office meter read 65mg/dl a half hour later. No treatment received. Quality controls were reportedly used, but ran out of acceptable limits. Requested return of suspect device and replacement was sent.